Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Approximately 97 months after implantation, shock impedance greater than 150 ohms was observed. The measurements could not be confirmed. However, the lead was capped and a new lead was implanted instead.